Manufacturer narrative:
Tested with a test infusion set and infusion set does not lock in place. The insulin pump was received with missing retainer and partially broken off reservoir tube lip. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area and faded serial number label. (B)(4).

Event description:
Customer's mother reported cosmetic damage to their insulin pump. Blood glucose level at the time of call was 196 mg/dl. Customer indicated their reservoir would no longer lock into the pump. Customer was advised to discontinue use as the device would be replaced and returned for analysis.